Event description:
It was reported that the balloon failed to exit the guide catheter requiring additional intervention. An agent (dcb) was selected for a percutaneous coronary intervention in the examination of the right coronary artery. During the procedure the lesion was pretreated with balloons and then a synergy xd stent was implanted. The agent dcb was attempted but would barley come out of the guide catheter and a guidezilla was needed to remove it. No patient complications reported.